Event description:
Reported as "please contact regarding lap band and possible leak in the band". Event further clarified as port replacement planned because a leak is thought to be in the port side tubing.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis when it is explanted as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by inamed. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this respect. Since the device has not yet been explanted and returned to inamed no analysis or testing has been done. Further information from the reporter regarding serial number, implant date and explant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."